Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident exceeded 300 mg/dl. The customer stated that he had changed the battery the night prior to the call and that the pump had shut off in his sleep for no apparent reason; the anomaly appeared to be a failed battery test alarm. The next morning the customer received a motor error when he was going to work. Troubleshooting was declined for the failed battery test but initiated for the motor error alarm. The drive support cap appeared normal and the customer was able to rewind the pump. Additionally, the customer mentioned a hospitalization and provided no further details. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.